Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a left lateral entry recon nail/proximal third femur fracture. During the procedure, the tang/tooth of the insertion handle for expert tibial and femoral nail broke off. There were fragments generated from the broken device and multiple x-rays were required to retrieve the loose body. The procedure was successfully completed with a forty-five (45) minute surgical delay. Another device was used to complete the surgery. The patient's status was satisfactory. This report involves one (1) standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 03.010.045, synthes lot number: 4819614, manufacturing site: synthes brandywine, release to warehouse date: march 9, 2005. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the standard insertion handle (p/n: 03.010.045, lot number: 4819614) was received at us customer quality (cq). Upon visual inspection of the insertion handle, it was noticed that the device has nicks and the distal tab sheared off preventing the device from functioning as intended. The sheared off little piece was returned along with the handle. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Document/specification review: the following drawings were reviewed. Current and manufactured were reviewed. No design issues or discrepancies were identified during the review. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tab sheared off preventing the device from functioning as intended. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part #: 03.010.045, synthes lot number: 4819614, manufacturing site: synthes brandywine, release to warehouse date: 09-mar-2005. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.